Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required. It was reported that the probable cause is phone connected to external audio output device which is misuse of the device.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that no alert/notification occurred. On (B)(6) 2025, the patient stated she passed out in her kitchen when she was about to drink orange juice and eat something as she we are experiencing symptoms of sweating and felt that her blood sugar was low. The patient did not report, what the cgm was displaying during this time. It was reported that after 4 hours, the patient regained consciousness and was able to get up and drink juice and eat. Prior to passing out, the patient stated that she did not receive an alert from the mobile app. At the time of the report, the patient as doing fine. The performance data was evaluated. The allegation was confirmed as no audio output. The probable cause of no audio output could not be determined. No additional patient or event information is available.